Manufacturer narrative:
The product was not returned for an evaluation. A batch record review for this lot was performed. No discrepancies or nonconformances were noted in these batch records related to the complaint reported. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014, devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: collar and mold-to-fit opening. W/cut-to-fit opening.

Event description:
It was reported the wafer became hard and curled up around the outer edges within a few hours of application. No patient complications were reported as a result of this event.